Event description:
Surgeon (B)(6) commented that he had seen a patient for follow up recently and had felt that her constrained insert had a "crack" in the metal ring with in it. He felt no corrective surgery was required at this point as at this time she was displaying no adverse reaction. He was satisfied that her hip was stable and functioning well.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon (B)(6) commented that he had seen a patient for follow up recently and had felt that her constrained insert had a "crack" in the metal ring with in it. He felt no corrective surgery was required at this point as at this time she was displaying no adverse reaction. He was satisfied that her hip was stable and functioning well.